Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and found out that the coiled cable was broken. The fse replaced the coiled cable. The unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
During service test the customer discovered display was blank and it would not light up. There was no patient involvement, therefore no adverse event was reported.